Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The user alleged the insulin pump was under delivering insulin due to blood glucose was going high and she did not know why. The customer was experienced high blood glucose with blood glucose value was 22.4 mmol/l. Customer was treated with needle for high blood glucose value. Customer stated drive support cap was normal. The device will not be returned for analysis.